Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4).

Event description:
T was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligation procedure performed on (B)(6) 2022. During the procedure, the bands got twined and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle and the ligator housing), and a visual evaluation noted that the returned ligator head had not bands but with remnants of use. The handle slot had marks of insertion of the trip wire. The trip wire was broken, possible during the device removal. The ligator housing teeth and the suture hole, including the irrigation tube, were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device did not show problems or defects, both the handle and the ligator housing were in good condition, and the bands were not present. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that the reported event occurs due to a device problem. The trip wire returned broken, and since there is no information about a rupture of the trip wire, it is possible that the trip wire was broken at the time device removal, so, it has not been coded as a problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligation procedure performed on (B)(6) 2022. During the procedure, the bands got twined and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.